Event description:
It was reported that the customer had difficulties with the insulin pump. The device started beeping, but there were no alarms. The customer had changed the battery earlier that day, but took the battery out in order to stop the beeping. The customer's blood glucose was 101 mg/dl. Troubleshooting was performed but the insulin pump was not responding to the button presses. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was locked properly. No unexpected beeps were noted during testing. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.